Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that there was no storage space failure was found. The tss logged into the station and tested though reported tower door with no problems and successfully completed the required diagnostic test testing. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 4 on the ICU cabinet had failed and was not appearing in the recover storage space. The customer attempted rebooting the device several times, but it still did not show up. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.